Event description:
During an attempt to unblock the native vessel the distal part of the catheter separated when the catheter was being extracted. It was reported that the detached pieces were retrieved by using a snare, no pt complications.